Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lv lead exhibited high thresholds. Subsequently, the lead was extracted; however a new lead could not be positioned due to coronary sinus occlusion. As such, the physician elected to implant a new pacemaker and plug the lv port. No patient symptoms were reported.

Event description:
A new lv lead was implanted on (B)(6) 2016. All measurements were stable.